Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow up#1 submitted: 08/19/2016. Animas has received updated information regarding this complaint; the pump model and serial number have been provided to animas for this complaint: pump is an animas vibe insulin pump, serial number is (B)(4).

Manufacturer narrative:
Submitted: 09/22/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas and investigated by product analysis with the following findings: on investigation, the display was blank because the display screen was damaged/cracked. Investigation confirmed the complaint.